Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cultures were lost and didn't get to the lab. The rep said it was wound break down vs. Infection. The patient is older and stays in a nursing home. The rep said the cause of the issue was skin breakdown vs. Post-op infection vs. Poor healing. The battery and lead sites never healed as they should have per the doctor. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was an open wound over the battery. The battery could be seen in office. The patient is elderly and had other medical conditions. Cultures of the wound were taken. The entire device was surgically removed. The issue was said to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.